Event description:
Patient has a heartmate 3 lvad, implanted about 2 years ago. Admitted at the end of last month from home after a syncopal episode with unwitnessed fall from standing height. The patient sustained a head strike and loss of consciousness. Episode results in multifocal acute subarachnoid hemorrhage in bilateral cerebral and right cerebellar hemispheres and right frontal subgaleal hematoma. Inr of 2.3 (goal 2-3) presentation.